Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl associated with a lack of occlusion alarm. Reportedly, the patient remained on the insulin pump and was treated at home with insulin via injection and an infusion set change. During troubleshooting with customer technical support, it was revealed that the occlusion sensitivity setting was set to low. Cts educated the reporter on low/high sensitivity. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.